Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The device was not requested to be returned for evaluation as it was still being used by the user. A data management system (dms) investigation was performed. The eversense dms program is a web based application that enables patients, caregivers, and health care professionals to view and analyze the glucose data that has been transmitted from the eversense xl cgm smart transmitter or the eversense xl cgm system mobile app. The investigation showed that the system was, and is still working as expected, and the system triggered "low glucose" alerts for about one hour before the customer lost consciousness. Since the system functioned as intended by asserting appropriate alerts, no malfunction was observed. The customer complaint could not be confirmed.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event on the train going home from work. User took some orange juice before taking train at about 4.30 pm. Eversense showed 3,6 mmol/l on the app. He lost consciousness and didn't know what happened. He was in hospital when he woke up. User complained that transmitter did not give right values and thought actual glucose value could be lower than that showed on the app.